Event description:
A patient blood glucose results of 120mg/dl with lifescan meter, but did not provide a second reading for a valid comparison. The customer service representative walked the patient through two consecutive control solution tests and both results fell outside the specified range. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. A check strip test was also performed and the result fell within specifications.

Manufacturer narrative:
Information not provided.